Manufacturer narrative:
The investigation is currently underway.

Event description:
It was reported that the physician inserted the needle into l 5/s 1. The handgrip was attached to the cannula and the device was advanced into the pt. After the cannula reached the lesion, the syringe was attached to the cannula and a tissue sample was collected. After that, the physician attempted to pull out the cannula. The connection part of the hub and the proximal part of the needle was broken. At that time, the rest of the needle remained in the pt, but could be removed with "nippers." The needle broke into two pieces. Both pieces were removed from the pt.